Event description:
During a coronary artery eluting stenting treatment procedure, stent damage occurred. The physician used a 2.5x20mm maverick balloon to predilated the left anterior descending (lad) artery. A 2.50x20mm taxus express2 drug eluting stent was unable to cross a severely calcified lesion in the lad. When the stent was removed, it was noticed that "it was damaged with the edge "of stent". The procedure was completed with a taxus 2.75x16mm stent. No pt complications were reported.